Event description:
The customer reported getting auto test charge shock failures.

Manufacturer narrative:
The customer reported getting auto test charge shock failures. The unit was evaluated at philips, and the symptom was verified. The therapy pca was replaced to resolve the issue.